Manufacturer narrative:
Additional information: h6. An event of structural valve deterioration was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 21mm sjm trifecta valve was implanted. On (B)(6) 2019, structural valve deterioration was reported and the patient received medications. The patient was reported to be in stable condition. On (B)(6) 2020, the patient fell and bruised on the head and hip and presented to the emergency room. On (B)(6) 2020 the patient expired due to the fall. The patient's death is not related to the valve.